Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine a root cause with the information provided in the logs. Fdm b01, fdr c20, and fdc d14 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot : n/a, version: (B)(4). A medtronic representative went to the site to perform a system check out and they were unable to replicate the issue. The r representative performed a software uninstall/reinstall as a precaution. The system checkout showed that the system was functioning as intended. The occupation of the initial reporter has been requested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system kept going unresponsive when the site was trying to load a patient exam. The site first tried pulling over the network and it was running very slowly before going unresponsive. The site had to hard shutdown the system. After booting back up, the site had a disc burnt, but the system still went unresponsive. The site was able to eject the disc, but the system still showed the loading circle in the corner. The system did show that a few of the patient exams were partially imported. The site was unable to interact with the system, the touchscreen, or the mouse to try and delete the partially imported exams. The site rebooted the system, and upon booting up again the system was taking over a minute to delete a single patient exam entry. A manufacturer representative was onsite to trouble shoot the issue. The representative attempted to download images from the cd, after booting up the system, but it caused error 64. A hard reboot was performed, the site logged back in, and they tried downloading the patient again. This time, there were no issues downloading the exam. The representative and the site deleted the patient off the system and tried downloading the exams again, both one at a time and hitting "download all", but were unable to replicate the issue. There was no patient involvement.